Manufacturer narrative:
UDI#: not available since product lot number was not provided. Lot number and expiration date: not available since product lot number was not provided. Mfg date: not available since product lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
During surgery support application support manager (asm) witnessed surgeon having suction loss around the last 2-3 seconds while laser was firing in one eye during an intacts procedure. Treatment was able to be completed and the intacs were inserted as planned.